Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a bicuspid native aortic valve, implantation at a shallow depth was attempted. After deployment, the valve dislodged toward the ascending aorta. The first valve was snared into the ascending aorta and a second transcatheter bioprosthetic valve was successfully implanted in a deeper position. No additional adverse patient effects were reported.